Manufacturer narrative:
The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from inside the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a snapped wire on the small grasping retractor instrument. The procedure was completed with no patient harm. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information on 29-may-2024: the instrument was inspected prior to use and there was no instrument collision during procedure. It was unknown which surgical task that was being performed when the issue occurred. There were no issues with the instrument motion. No fragment fell inside the patient¿s anatomy. No photographic images or video recordings available for isi to review.

Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.